Event description:
The complainant reported that, while attempting placement of the impella, the medical staff encountered difficulties delivering the device to the left ventricle due to the patient's vasculature. It was reported that the pump was removed, and the impella implantation and percutaneous coronary intervention was aborted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.